Manufacturer narrative:
Event date (date of published article) title: endovascular treatment of patients with isolated mesenteric artery dissection aneurysm: bare stents alone versus stent assisted coiling eur j vasc endovasc surg (2019) 57, 400e406 https://doi.org/10.1016/j.ejvs.2018.08.057. If information is provided in the future, a supplemental report will be issued.

Event description:
A (B)(6) man presented with acute abdominal pain that had lasted for approximately 12 hours. Contrast enhanced computed tomography (CT) demonstrated superior mesenteric artery (sma) dissection with completely thrombosed false lumen, and true lumen compression. Superior mesenteric arteriography demonstrated that the true lumen was compressed, and the hepatic artery was arising from the sma. A dissecting aneurysm was observed on the repeat contrast enhanced CT scan performed one month later, and the true lumen was almost occluded. The dissecting aneurysm was dilated to distal branches of the sma, and endovascular stenting with bare stents alone was performed. Partial resolution of the dissecting aneurysm was achieved after two self-expandable metal stents were deployed to the target locations. Complete resolution of the dissecting aneurysm had occurred six months after the procedure. In stent re-stenosis at the distal end of the stent was observed on a CT scan performed 42 months after treatment. Hepatic artery arising from the sma demonstrated good patency, and stenosis of the distal stented artery was observed on a contrast enhanced CT scan six years later.